Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced low blood glucose levels. Customer's blood glucose level was reported at 67 mg/dl. The customer reports that they were doing vigorous activities without eating properly which may have caused low blood glucose levels. No further information was provided.